Event description:
In early 2008, it was reported to boston scientific corporation, that a lithocatch immobilization device was used for stone management. According to the complainant, after stone disintegration it was difficult to retract the basket of the lithocatch immobilization device back into the sheath. Upon inspection of the device the sheath detached from the device while being tested by the physician outside the patient's anatomy. The procedure was completed with device prior to removal with no patient complications.

Manufacturer narrative:
Customer complaint confirmed. The suspect lithocatch immobilization device was returned with clear residue observed on device indicates it has been used. The basket was open and cannot be closed. A visual inspection found the sheath is broken approximately 90 mm from the distal tip of the sheath. The broken ends of the sheath show the ends are rough and not smooth. This indicates the sheath broke under tension and was not cut. It was also found the sheath is buckled at the handle strain relief. The most likely root cause for this complaint is that the sheath buckled at the handle heat shrink with the basket open. The causes the device to be withdrawn from the scope with the basket open. It is likely the sheath broke near the distal end while withdrawing the device from the scope with the basket open and possibly the elevator raised, increasing the force applied to the sheath. A review of the device history record (DHR) was performed on the pertinent lot; 3 devices from the lot were scraped during manufacturing for sheath buckling, the same defect found with the returned device. A CAPA has been initiated to address the issue. A lot history search was performed and found no other complaints have been reported from this lot. The january 2008, 15-month lithocatch complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.